Event description:
It was reported the lv (left ventricular) lead was capped and replaced due to high thresholds. The lead had been turned off for some time prior to this. It was uncertain if the high thresholds were due to the patient, lead placement, or the lead itself. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.